Event description:
System was performing a collimator exchange pre-programmed motion (ppm). As the detectors were moving into place, the lead screw nut located on the inside of detector 2 (det 2) broke and caused the detector to fall. As the detector fell, it came in contact with the gantry ring and caused damage to the detector cover and the gantry structure. The detector did not make contact with the floor. The system motion stopped once det 2 reached its lower limit.

Manufacturer narrative:
MFR clarification: the lead screw nut failure results in the detector drifting, under the influence of gravity, to its hard limit. Root cause investigation is ongoing. Additional info will be provided once available. (B) (4)